Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having a recurrence of their normal chronic pain/return of pain that began at an unknown time. The connections and impedances were checked as well as the patient¿s diaries. It was discovered that the patient had impedance issues/low impedance or short as well as their stimulation usage was 0% for the past 30 days. The patient was reprogrammed around their impedances and their stimulation was turned on. The patient was educated on how to turn their stimulation on and how to monitor if is currently on. The patient reported feeling stimulation in the areas of chronic pain after the reprogram. The cause was unknown and the issue was ongoing.